Manufacturer narrative:
The lot was manufactured from april 02, 2019 - april 03, 2019. The device was received for evaluation. Visual inspection was performed and a leak/backflow at the fill port was identified. The reported condition was verified. The cause of the leak/backflow was due to a particle lodged under the device checkband and the cause of the particulate was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: functional leak testing was also performed, and it was noted that during fill, leak/backflow was observed at the fillport. Further examination on the unit revealed the cause of the leak/backflow condition was due to a particle measured to be 0.20 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stressmember. The reported condition was verified. The cause of the reported condition remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in december 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked from an unspecified location during filling. There was no patient involvement. No additional information is available.